Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion that which experienced a false occlusion alarm during device evaluation. The root cause was determined to be a faulty pump head module (phm). No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced a false occlusion alarm during device evaluation. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.